Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the time on the customer's insulin pump was constantly changing. There were forty five time changes found over the course of one month. Also, a bolus and meter readings on a report were shown to have occurred at times in the future. The customer's blood glucose was 80 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump was unable to upload using carelink pro-personal and had multiple alarm in the alarm history screen due to corrupted history file. Insulin pump was unable to verify bolus anomaly or time and clock anomaly in carelink pro. Insulin pump was programmed and monitored with the correct time and date using the 12 hour setup for three days. No unexpected change in time from 12 hour to 24 hour setup or unexpected bolus noted. Insulin pump then was programmed with multiple test boluses. All boluses delivered and was listed in the bolus history screen. No time/clock anomaly, bolus anomaly or memory anomaly noted. Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.